Manufacturer narrative:
Reported event was confirmed by review of the provided surgical notes. The review of surgical notes state that the patient was suffering from severe right knee pain and underwent articular nerve block of the right knee genicular nerves.DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: persona natural tibia trabecular metal porous fixed bearing cat#: 42530007102, lot#: 62285727; persona articular surface fixed bearing cat#: 42522400711, lot#: 62514061; persona all poly patella cemented cat#: 42540200032, lot#: 62734990; palacos rg 1x40 single cat#: 00111314001, lot#: 78274382. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 08108, 0001822565 - 2017 - 08109, 0001822565 - 2017 - 08110, 0001822565 - 2017 - 08111. Product location is unknown.

Event description:
It was reported that the patient was experiencing pain and underwent a genicular articular nerve block after primary right knee arthroplasty.